Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the catheters were dirty in the sterilization area; a foreign body could be seen in the packaging, and the orange line on the catheters had been rubbed of.